Manufacturer narrative:
Two new alarms were recorded in the driver's alarm history, both of which occur as a result of operation switch from the primary motor to the secondary motor. Visual inspection of external components found wear on the product label affecting the barcode and labeling revision information. This is unrelated to the complaint. Visual inspection of internal components found evidence of secondary motor engagement, signs of primary motor failure (debris and dust ejected on top of pca, motors, and into exhaust fan), melt marks on the ribbon speaker to lcd connector cable, and a crack on top of the scotch yoke in the piston cylinder assembly. Incoming functional testing confirmed primary motor was grinding, failing to engage, and secondary motor was engaging. Additional functional testing with the primary motor replaced with a known functioning motor enabled the driver to function without additional secondary motor engagement, however the driver continued to fail due to low lap and low cardiac output caused by the damage sustained to the piston cylinder assembly. Alarm history file review and testing confirmed and replicated the customer reported fault alarm. The root cause was a faulty primary motor. The motor began binding and slowed down enough to trigger the bottom dead-center (bdc) timeout alarm, engaging the secondary motor. Freedom driver motor failures CAPA was initiated to investigate and determine the root cause of motor binding. Corrective action will be implemented under the CAPA. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup freedom driver.